Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had 2 sensors which had error like sensor was not found. Customer stated that they noticed electrode was missing after having removed the sensors. Customer's current blood glucose was not given. Sensor will not be return for analysis.